Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One (1) device was received. Visual inspection noted no abnormality in the appearance of the main body. Check for looseness of the patient outlet connector. Complaint is confirmed. The root cause of the reported issue was found to be a design issue. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Tightened the patient circuit connector with a force of 4.5 newton meters (nm) and device passed all functional testing.

Event description:
It was reported that during the maintenance check-up the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported.

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: unknown. Operator of the device: unknown.